Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent system was to be implanted in the esophagus to treat 7cm esophageal stenosis during an esophageal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, the front end of the stent had expanded before deployment and could not cross the stenosis. The stent was then removed together with the delivery system. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a4 (weight) is 63.5 kg, reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a150101 captures the reportable event of stent expansion failure based on investigation. Block h11: an ultraflex esophageal covered stent and delivery system were received for analysis. The stent was returned partially deployed. Functional inspection found the stent was deployed with no resistance felt, but with expansion problem. No other damage was noted to the device. Product analysis confirmed the reported event of stent partially deployed. The investigation concluded that the damages found in the device was most likely due to procedure factors such as lesion characteristics, handling of the device, and the technique used by the physician that could have resulted to the stent being unable to deploy during the procedure. Additionally, the expansion failure has insufficient evidence to determine whether it contributed to the event. Stent expansion rates can be negatively impacted by factors including compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. Based on all available information, the investigation selected that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block a4 (weight) is 63.5 kg, reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent system was to be implanted in the esophagus to treat 7cm esophageal stenosis during an esophageal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tight prior to stent placement. During the procedure, the front end of the stent had expanded before deployment and could not cross the stenosis. The stent was removed together with the delivery system. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.